Manufacturer narrative:
Patient identifier: (B)(6). Subject birth year (B)(6).

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. The subject underwent treatment with the study stent on (B)(6) 2018. The target lesion was located in the left distal superficial femoral artery (sfa). It had a 4.38mm reference vessel diameter proximally and 4.11mm distally. The target lesion was 99% occluded and crossed through the true lumen. Pre-dilation was performed using one balloon after which a 6x40mm study stent was implanted. Post-dilation was performed using one balloon, and residual stenosis was 0%. No thrombus was seen at the end of the procedure. On (B)(6) 2019 in-stent stenosis of the target lesion was observed. Revascularization was achieved through percutaneous transluminal angioplasty (pta) using a drug-coated balloon. The event was resolved on the same day.